Event description:
Information was received from a consumer on (B)(6) 2017 regarding a patient receiving morphine (dose and concentration unknown) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the patient's healthcare provider (hcp) said that she wasn't using the bolus enough because there was too much medication left in the pump. The hcp reportedly told the patient that they could not increase the medication because she was not using the bolus as much as she should be. It was unknown when the issue began. No symptoms were reported and no further complications were reported or anticipated.